Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. A f/u report will be sent when investigation is complete.

Event description:
The event is reported as: an air leak was found at the wye part of the main tube. It is unk if the device was actually used on not. No medical intervention was necessary. No pt injury was reported.